Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing chamber and airway .the patient also alleged headches and cough.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing chamber and airway related to a CPAP device's sound abatement foam. Patient alleged headaches and cough. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Minor dust/dirt contamination was observed on the inside top enclosure, outside bottom enclosure, blower box top, blower box, blower, side panel, front ui panel, and side flip door. It was observed hair on the blower wires. Liquid ingress was observed on the p4 power connector. A minor contaminate consistent with keratin was observed on the blower box the device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigator confirmed there was no evidence of sound abatement foam degradation/breakdown was observed but presence of dust/dirt contamination in the entire airpath, likely from a source external to the device. Section d8, d9, h2, h3 and h6 has been updated.